Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer stated that main drawer 3.1 and drawer 3.2 not detected on bus. Tried to restart and still same issue causing a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the device had a communication issue. The field service engineer reseated row board on boat 622 boards 3.1 and 3.2 to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.